Event description:
Three radiometer abl90 blood gas analyzers in anesthesia (anes) and cath lab have had time changes (bounced ahead of time), on their own. Reason to be determined. Vendor (radiometer) notified. Help desk ticket created. Vendor asked about 'time server on network' and if facility has this for the radiometer abl90s. Cath: 16 samples with output time earlier than analyzer time. Anes: ten samples with output time earlier than analyzer time. Lead anes tech checked all analyzers and fixed the above two. After performing that verification, it happened again: anes: one result output = 09:20 am, analyzer 10:16. This analyzer jumped ahead almost an hour.